Manufacturer narrative:
Correction b5. Correction g2. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. The device was not returned to olympus for physical evaluation. Based on the results of the investigation, from the facts obtained from the investigation, since inspection of the repair department has not been attached, we could not presume a cause. The root cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the evis exera iii xenon light source exhibited b30 (scope communication error). The issue occurred during preparation for use for an esophagogastroduodenoscopy (egd) and percutaneous endoscopic gastrostomy (peg) tube exchange. The patient was not under anesthesia and the case was forced to be aborted. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii xenon light source exhibited b30 (scope communication error). The issue occurred during preparation for use for an esophagogastroduodenoscopy (egd) and percutaneous endoscopic gastrostomy (peg) tube exchange. There were no reports of patient harm.